Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicaptransfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with broken occluder feet noted. A visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing.

Event description:
A company representative contacted baxter hong kong regarding a leak from a minicap transfer set. The representative stated that a crack 2.3 com was detected along the blue part of the transfer set and pd solution leaked from it while the patient was in therapy. There was patient involvement; however, no injury reported associated to this issue.